Manufacturer narrative:
The event of system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer report reference number: 3006705815-2021-00511, 1627487-2021-01082. It was reported that the patient experienced ineffective therapy. Reprogramming was attempted but was unsuccessful. As a result, the patient had the system explanted.